Manufacturer narrative:
(B)(4).

Event description:
It was reported that atrial lead noise was observed upon reviewing the session records. No resolution was taken to address the atrial lead noise, as this is a known issue for the patient. No symptoms were reported.